Event description:
Failure to remove the lateral femoral checkpoint pin. Noticed on postoperative x-ray, immediately re-administered anaesthesia, reopened the incision and removed the pin.

Manufacturer narrative:
An event regarding user error involving a mako checkpoint was reported. The event was confirmed because the product was not available for inspection. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the lot details were not provided. Complaint history review: could not be performed as the lot details were not provided. Conclusions: the alleged failure mode was confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.